Event description:
Reporter alleged blood glucose device did not have any power even after replacing the battery with a new one. It was stated while troubleshooting with the manufacturer, the meter automatically powered on and customer then noticed a partial display. Customer stated being unable to read the time and date numbers and there were partial numbers missing from the meters' code number. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.